Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure to establish luminal patency on an unknown date. According to the complainant, post-procedure, the stent migrated. It is unknown if this stent was removed. Another ultraflex covered stent was placed. The patient is reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received (B)(6) 2010. The appropriate fields have been updated.

Manufacturer narrative:
The complainant initially reported lot # 13306262, which could not be matched up with a device upn. After conducting a ship history review, lot # 13356262 was found to have been delivered to the customer. It was confirmed that this is most likely the correct number. Since the complaint device was not returned, a failure analysis could not be performed. A review of the device history record (DHR) was performed on this lot number; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4) non-surgical medical intervention required. (B)(4) stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure to establish luminal patency on an unknown date. According to the complainant, post-procedure, the stent migrated. It is unknown if this stent was removed. Another ultraflex covered stent was placed. The patient is reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.